Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent escape button response due to moisture damage on the keypad traces. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Event description:
Customer reported via phone call that they have a button error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.